Event description:
It was ¿reported that the wire on the tube was pushed through and caused the cuff to leak. This occurred during the procedure but there was no patient impact or injury. The patient did not have to be reintubated.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for analysis by our qe, the condition of the device showed customer use as there was obvious presence of bio-residue on the tube (near the tip). From visual evaluation, one out of the four electrode wires was found out of the lumen, puncturing through the cuff assembly. The electrode wire protruding from the cuff was found bent and measured approximately 8mm. The electrode wire was also found slightly bent /lifted over the blue band. Based on the damages observed and previous investigations performed for the same failure, it is likely customer manipulation / handling of the tube in an aggressive manner may have caused the electrode wire to bend, expose through the lumen and inadvertently puncture through the cuff assembly. No other damages were noticed on the working length of the tube. Method: microscopic inspection results: stress problem conclusion: use error caused or contributed to event.